Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with their sensors. Customer¿s blood glucose level was 10.2 mmol/l. Customer advised the sensor was missing a cannula. Customer was advised the sensor may have not been placed well and the cannula may have gone in and then back out. The customer did not troubleshoot and did not send the product back for analysis.